Manufacturer narrative:
Visual analysis of the returned device identified; brown particles in the shell, creases fold, wear abrasion and opening on anterior (plug strap bond edge). Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap bond edge due to an unidentified (tear) opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.